Event description:
The customer had initially reported the system had a high pitch whistle sound, and no suction. Service was requested. Additional information received on 03/02/2007: the customer stated, this occurred when the doctor was in anterior vit mode, and the footswitch was pressed. They were doing an unplanned vitrectomy, after a posterior capsule tear in the cataract procedure (cause was not reported). The surgeon returned the questionnaire marked "n/a" on 03/07/2007. No additional information is expected.

Manufacturer narrative:
A company service rep checked the system and was unable to duplicate the performance problem reported. The pneumatics module was replaced for diagnostics purposes. The system met all specifications. We are unable to determine the root cause of the patient event reported in this investigation, as the product performance problem was unrelated.